Event description:
Facility reported: "patient noted with venous line separated from venous needle line resulting in approx. 500cc-700cc of blood loss. Patient immediately placed in trendelenburg position. The 1000cc normal saline was given and blood returned. Md notified. Orders received to send patient to emergency room for evaluation."

Manufacturer narrative:
(B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4). From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. Based on all the testing that had been conducted, we would like to assure that our avf joints are strictly in compliance with iso 594/1 & iso 594/2. As per the information provided by the clinical manager, the disconnection occurred after 1hr and 30mins into dialysis treatment. There were no visible defects found on the luer end of the needle after the incident. Upon conducting simulated dialysis for 6 hours using fmcna combiset, no crack, leakage or disconnection occurred on the avf joint of the product preserved samples of the reported complaint lot. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.